Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of fungal peritonitis, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the transition for modality to hd for rrt. Per the pdrn, causality was attributed to an unspecified breach of aseptic technique. Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum .

Event description:
A peritoneal dialysis nurse (pdrn) for an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to order manual bags due to peritonitis. Upon follow up, the pdrn stated the patient presented to the emergency room on (B)(6) 2022 and was diagnosed with a peritoneal fungal infection, yeast; specific organism not provided. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. The patient underwent surgical removal of a non-fresenius (pd) catheter and a tunneled hemodialysis (hd) catheter was placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug, dosage, frequency, and duration were not reported. The patient was discharged on (B)(6) 2022 and began undergoing hd as an outpatient on (B)(6) 2022. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) for an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to order manual bags due to peritonitis. Upon follow up, the pdrn stated the patient presented to the emergency room on (B)(6) 2022 and was diagnosed with a peritoneal fungal infection, yeast; specific organism not provided. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. The patient underwent surgical removal of a non-fresenius (pd) catheter and a tunneled hemodialysis (hd) catheter was placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug, dosage, frequency, and duration were not reported. The patient was discharged on (B)(6) 2022 and began undergoing hd as an outpatient on (B)(6) 2022. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrected information: h.10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event is confirmed since the incident was caused by the user.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to order manual bags due to peritonitis. Upon follow up, the pdrn stated the patient presented to the emergency room on (B)(6) 2022 and was diagnosed with a peritoneal fungal infection, yeast; specific organism not provided. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. The patient underwent surgical removal of a non-fresenius (pd) catheter and a tunneled hemodialysis (hd) catheter was placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug, dosage, frequency, and duration were not reported. The patient was discharged on (B)(6) 2022 and began undergoing hd as an outpatient on (B)(6) 2022. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.